Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Additionally, electrode channel 12 has been deactivated due to pain. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient had decreased sound perception with the device, which has occurred over a period of time. No trauma/accident was reported. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has decreased sound perception with the device. No trauma/accident was reported.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Additionally, electrode channel 12 has been deactivated due to pain. Re-implantation is considered, but no date for explantation surgery has been made available yet.

Event description:
The patient has decreased sound perception with the device, which has occurred over a period of time. No trauma/accident was reported. Re-implantation is considered.